Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose wold reach 600 mg/dl. Customer's father had changed the infusion site, but their high blood glucose persists. The father also believed the customer was not receiving any insulin from the insulin pump. Customer had treated their blood glucose with a bolus. It was also found the customer had a headache and was not feeling well due to their high blood glucose. Troubleshooting found the customer had a no delivery alarm in their alarm history. It was also found the customer did not have a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer's blood glucose was 493 mg/dl at the end of the call. No additional information provided.